Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during interrogation of the cardiac resynchronization therapy defibrillator (crt-d), the battery longevity status bar was gray. It was noted that the device was stored in the truck of the medical equipment company representative car and the gray bar was due to low temperature storage. It was further reported that the device was stored in the representative house for one week. After one week, the device was interrogated, and the battery longevity status bar was gray. The device was not used and there was no patient involvement.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a low telemetered battery voltage measurement. If information is provided in the future, a supplemental report will be issued.